Event description:
A blood sugar result of 400 was reported on this pt at 6:07am. Nurse had given insulin as per protocol. At approx 8 am, the lab suspected a problem with the equipment and ran another quality check--values did not match. Glucose reagent was replaced, calibrated and quality check run again. Pt's sample re-run and corrected value of 125 called to the nursing unit. A csbg was done at 11:27 with a result of less than 40. Pt was treated with an amp of d50 and recheck csbg reading was 162 at 11:44am.